Event description:
.It was reported that the patient "was hospitalized because she complained of worsening of motor fluctuations since (B)(6) 2009." It was noted that the patient's "medication and stimulation were increased" to treat this symptom. It was further noted that this incident was "possibly related to the stimulation and medication" but was "certainly related to the patient's pr-existing condition." It was noted that by (B)(6) 2009, the patient had recovered from the symptoms.

Manufacturer narrative:
Product ID 748295, serial # (B)(4), product type extension; product ID 748295, serial # (B)(4), product type extension; product ID 3389-28, lot # b0838497k, product type lead; product ID 3389-28, lot # b0838498k, product type lead.